Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked with pharmacy staff over the phone. The pharmacy staff found network cable plugged into wrong port on the back of the station. The pharmacy staff moved cable into proper port and then rebooted station to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating with the server. The disconnected mode, critical override, and hardware failure icons were displayed on the screen. The station was rebooted multiple times. The station was powered off, the lan cable was unplugged from both ends and reconnected after 10 seconds, and the station was powered back on. However, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.